Manufacturer narrative:
No further information concerning this report is available at this time. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead threshold had risen approximately one hour after the patient was externally cardioverted. Boston scientific technical services (ts) discussed the elevated threshold could be caused by the heart tissue condition after the cardioversion and indicated the rv threshold should be checked again. However, fifteen days later the pace/sense portion of the rv lead was capped during a procedure performed to upgrade the pulse generator and a new lead was implanted. The rv lead was modified to exclusively deliver shock therapy and remains in service. No additional adverse patient effects were reported.